Event description:
On (B)(6) 2010, pt reported unintended release of infusion headset from the insertion device. This occurred multiple times, including while on troubleshooting call. Pt stated, each time she raised the gray tensioning element, the infusion headset would release on its own. Infusion headset "snapped" into place before the tensioning element was raised. Insertion device was replaced and requested for eval. F/u was provided by pt. She received new insertion device and was provided instruction to return product in question. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.